Event description:
The customer reported the ventilator alarmed during use on a patient due to oxygen device failed and no oxygen available occurrences. The customer reported there was no patient harm. Upon an oxygen device failed occurrence, the ventilator continues to provide ventilatory support to the patient using an air gas source. Loss of the oxygen source can be detrimental to a patient if this type of event occurs. As the device was out of warranty, the manufacturers product support engineer (pse) advised the customer to check the oxygen source and the customer reported the oxygen source was good. The pse advised the customer to perform further testing and evaluate the data acquisition board or oxygen valve for replacement to address the reported problem. The customer declined manufacturers service. The customer reported the gas delivery system was changed and it corrected the reported problem.

Manufacturer narrative:
Out of warranty; customer declined manufacturer's service. Gas delivery system. Out of warranty; customer declined MFR's service.